Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and sparc were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with sparc mesh system. In (B)(6) 2007, the patient underwent revision/removal and additional surgeries due to pain, infections, erosion of her internal tissues, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to total vaginal prolapse. The patient experienced pain, erosion, urinary/bowel problems, bleeding, and underwent excision of eroded mesh/exposed mesh in (B)(6) 2006 and (B)(6) 2007. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to total vaginal prolapse, and stress urinary incontinence.